Manufacturer narrative:
Citation: brain avm embolization with onyx. W.j.van rooij, m. Sluzewski, g. N. Beute et. Al. The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, the event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this article: 2029214-2017-00359 2029214-2017-00360 2029214-2017-00361 2029214-2017-00362 2029214-2017-00363 2029214-2017-00364 2029214-2017-00365 2029214-2017-00366 2029214-2017-00367 2029214-2017-00368

Event description:
Medtronic received information through literature review that during injection onyx migrated via the nidus into remote feeding branch of the anterior cerebral artery. After embolizatio, the patient experienced a distal paresis of the right leg was noted and MRI demonstrated a small infarction in the vascular territory of the anterior cerebral artery. At follow up 6 weeks later, the paresis had resolved. The avm remnant was treated with radiosurgery. It was reported that a patient with a 5 cm left parietal avm (spetzler and martin grade iii) was embolized with onyx and subtotal obliteration was achieved. Between may 2000 and december 2005, 44 patient with brain avms were embolized with onyx. There were 18 women and 26 men with a mean age of 42.4 years (median 44, range 14-71 years).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.